Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02311, and 1627487-2022-02310. It was reported, the patient experienced auto reducing. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2022-03231, 1627487-2022-03232. Additional information revealed that the patient underwent surgical intervention wherein only one lead was explanted and 2 leads remain implanted. Additionally, high impedances were found on the extensions, so the extensions were explanted as well. Postoperatively, the patient has effective therapy.